Event description:
The customer reported the suction was not performing correctly. No pt impact, but delay experienced. The case was completed with same system. Additional info received from the facility scrub technician stated that during the case there was an issue where the suction did not seem to be building and remained low. The suction then started to kick in and build. They were able to complete the case. There was no pt harm, no delay and no cancellations.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. (B)(4).